Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was unable to duplicate the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a volume accuracy error of 10%. There was no patient involvement.